Event description:
It was reported by the rep that the device was used during a gastric bypass with roux-y. It was reported this is the second incident with the cdh2. The surgeon would like to have the lot # checked and would like an explanation or inquiry into the matter. There was no consequence to the patient.